Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. (B)(4). The manufacturer¿s international service technician confirmed the reported o2 concentration issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the ventilator failed the oxygen accuracy test (pvt test 7) at the 30% setting. There was no patient involvement.